Event description:
Caller reported a malfunction alarm on the pump; however, there was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump and provided reset information, ensuring that the same malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue arises again.